Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported last night they woke up in the middle of the night with arms flailing all over the place, they have real bad tremors, they think therapy turned off because when its on, the machine keeps them going pretty good. Pt said they want to turn therapy back on but their communicator is lost, they can't find it anywhere. Patient said they charge every 1-5 days and usually they do it every 3 days and last night they started charging at around 9 but they fell asleep at 10pm and then woke at 2 with symptoms. Offered to help pt use their charger and handset to confirm ins battery status. Worked with patient to use their equipment and after several tries and restarts, patient was successful to start charging with excellent connection and therapy was off, worked with pt to try to determine the battery level however pt could not provide the information. Offered and sent request to the repair department to replace the lost communicator. The issue was not resolved through troubleshooting. The patient mentioned unrelated medical history. This included patient said it is hard for them to walk and stuff. Pt provided device suggestion. Pt asked why the equipment has to be 3 pieces, why can't it be all in one piece? Additional information was received from patient in regards to receiving the replacement communicator. Caller stated that they were needing assistance pairing the communicator with the handset. Caller stated that they were in a lot of pain and having horrible tremors. Caller stated that the ins was off. Agent attempted to assist patient, but the patient was having difficulty navigating the handset. Caller kept seeing the camera settings and was having difficulty resetting the handset. Reviewed and was able to assist with navigating to the dbs therapy app. Agent was able to successfully walk the caller through the steps of connecting , and confirmed that the were able to turn the stimulation back on. Caller stated that the ins was at 30%. Pss reviewed with caller to charge ins and had the patient start a charging session. Pss was not able to assist the caller connecting to recharger application due to difficulty with the handset. Agent reviewed general information in regards to ins charge complete.